Event description:
A catheter dropout was confirmed via x-ray on (B) (6) 2010. It was replaced on the same day. The catheter's position was checked via x-ray on (B) (6) 2010 and it showed no movement. The doctor commented that the catheter dropout 10 days after implant was related to the procedure. The pt recovered. The device system was used to deliver gabalon.

Manufacturer narrative:
(B) (4).